Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a peritoneal dialysis catheter. The customer states pediatric hosp did peritoneal dialysis treatment to a child. After 3 weeks, the child recovered and doctor took out the catheter and the child left hosp. The pt found a bulging in the abdomen; the local hosp found a foreign matter in the child's body on (B)(6) 2010. The foreign matter was residual of the peritoneal dialysis catheter.